Event description:
On (B)(6) 2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with gram negative rods (genus and species not reported) in the culture and a wbc count of 270/mm3. The patient was diagnosed with peritonitis due to touch contamination and she was admitted to the hospital on the same day. The patient was prescribed intraperitoneal cefepime daily (dosage and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) until the patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through a central vascular catheter placed during this admission on a hospital provided hd machine (brand and model unknown). The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a touch contamination as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a group of organisms that are part of the normal flora of the human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 13/oct/2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with gram negative rods (genus and species not reported) in the culture and a wbc count of 270/mm3. The patient was diagnosed with peritonitis due to touch contamination and she was admitted to the hospital on the same day. The patient was prescribed intraperitoneal cefepime daily (dosage and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) until the patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through a central vascular catheter placed during this admission on a hospital provided hd machine (brand and model unknown). The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post discharge

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On 13/oct/2022, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with gram negative rods (genus and species not reported) in the culture and a wbc count of 270/mm3. The patient was diagnosed with peritonitis due to touch contamination and she was admitted to the hospital on the same day. The patient was prescribed intraperitoneal cefepime daily (dosage and duration unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (brand and model unknown) until the patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy through a central vascular catheter placed during this admission on a hospital provided hd machine (brand and model unknown). The patient recovered from this event and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed. The alleged event is confirmed since the incident was caused by the user.